Manufacturer narrative:
Covidien reference number: (B)(4). Technical support troubleshot this issue with the customer over the phone and recommended a breath delivery unit (bdu) printed circuit board (pcb) replacement.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the event.